Manufacturer narrative:
The instructions for use are provided to the healthcare and include the following: warnings do not use the zio® xt patch on patients with known allergic reaction to adhesives or hydrogels or family history of adhesive skin allergies precautions patients with sensitive skin or known skin conditions should use the zio® xt patch with caution. If irritation such as redness, severe itching or allergic symptoms (i.e. Hives) develop, instruct patients to remove the zio® xt patch immediately.

Event description:
The patient presented to her healthcare provider with a probable contact dermatitis where oral antihistamine medication was prescribed.